Event description:
It was reported that he customer passed away in a hospital. The cause of death was congestive heart failure. The caller noted that it was immediate and diabetes was underlying. At the hospital, the customer's blood glucose was checked and it was 270 mg/dl. The customer went to the hospital to have toes debrided, because they were turning black. He went back and forth from rehab to the hospital; had leg amputation up to the knee. The customer was transferred to the hospital on either (B)(6) 2015 due to having difficulty of breathing. The customer's heart was retaining fluid and he had difficulty breathing. He had poor circulation in the leg and had an infection in the leg. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death; had been disconnected at least two months, due to illness. The customer did not use sensors. The caller declined returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.